Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a longevity discrepancy with increased longevity from 1 to 1.5 years in april to estimated 4.5 years at today¿s transmission. The device remains in use. It was also reported that the right ventricular (rv) epicardial lead had high thresholds, high impedances, and a suspected fracture. Lead reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.